Event description:
Customer reportedly received the following results on the aviva system within 10 mins: 500 mg/dl, 464 mg/dl, and 168 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips have been discarded; replacement was sent.